Manufacturer narrative:
H3 : visually, the pouch was open from 3 of 4 sides when returned. The open pouch contained a packaging tray, both electrodes (green and red/white), and a size 7 emg tube. There were no traces of biological contamination found on the returned components. There was no damage noted in the construction of the device. The paper tape was intact on wire harness when returned. Functionally, a syringe was used to inject 20cc of air into the cuff. The inflated cuff showed no signs of air leakage. Furthermore, the inflated cuff was submerged under the water for leakage observation and found no leakage. Same as the cuff, the inflation assembly was also submerged under the water for leakage observation and found no leakage. There were no issues found within the returned product. In the returned condition, there was no out of specification condition that was related to the complaint. H6: codes updated. Previously applied codes fdm b17 and fdr c20 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that cuff leakage was found before the operation. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.